Event description:
It was reported that bd max¿ system, bd max¿ instrument has seen pcr curves that are atypical (not sigmoidal) or completely non-specific and software calls positive. The following information was provided by the initial reporter: customer encountered many result calling issues with bd max system across all enteric test kits. Specifically, we have seen pcr curves that are atypical (not sigmoidal) or completely non-specific (jagged fluorescence) where interpretive software calls positive for target. These calling errors are the primary concern, however we have also seen many non-reproducible late CT/low fluorescence episodes as described below.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". It was reported that the customer is seeing pcr curves that are atypical (not sigmoidal) or completely non-specific (jagged fluorescence) where interpretive software calls a positive for enteric panel assays. Bd service specialists reviewed the customer run files and determined that the instrument be returned to bd for investigation. This complaint is confirmed by service. The root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Review of device history record for instrument ct2469 is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument ct2469, and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. There is an open corrective and preventative action (CAPA) investigation related to this complaint.

Event description:
It was reported that bd max¿ system, bd max¿ instrument has seen pcr curves that are atypical (not sigmoidal) or completely non-specific and software calls positive. The following information was provided by the initial reporter: customer encountered many result calling issues with bd max system across all enteric test kits. Specifically, we have seen pcr curves that are atypical (not sigmoidal) or completely non-specific (jagged fluorescence) where interpretive software calls positive for target. These calling errors are the primary concern, however we have also seen many non-reproducible late CT/low fluorescence episodes as described below.

Manufacturer narrative:
Initial reporter facility name: fiona stanley hosp pathwest supply dept bld a ground floor g5. PMA/510k info: k111860, k130470 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.